Manufacturer narrative:
Concomitant medical devices: metasul ldh, head, 48, code n, taper 18/20 catalog no# 0100181480 ; lot no# 2397387. Metasul ldh, head adapter, m, 0, taper 12/14-18/20 catalog no# 0100185146 ; lot no# 2469202. Modular neck b 12/14 neck taper use with +0 heads only catalog no# 00784802200; lot no# 61265760. Modular femoral stem press-fit plasma sprayed cementless size 9 catalog no# 00771300900; lot no# 60782494. Therapy date: (B)(6) 2017. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to pseudotumor.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a5, b4, b5, d3, d8, e1, g1-2, g3, g6, h1, h2, h3, h6, h10. The modular femoral stem, head and head adapter were returned for investigation. The acetabular component has not been returned. The modular femoral stem shows bone attachments. On the neck there is a damage visible which occurred most likely during removal. There is a dark discoloration visible on the taper which most likely can be attributed to oxidation. The metasul® ldh head adapter was still assembled with the metasul® ldh head and was disassembled using the extractor instrument during the cleaning procedure to further evaluate the head adapter. The face of the head is inconspicuous. There are some electrocautery marks visible. In addition, lots of scratches from an instrument can be detected. The pairing between head and adapter is not affected. The head adapter shows several scratches. On the inner surface of the head adapter surface changes due to fretting corrosion can be found. There are also some polished areas visible. The quality records indicate that this component met all requirements to perform as intended. A definitive cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.